Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global foreign matter. The following information was provided by the initial reporter: one had a black piece attached to the end. I can provide video and pictures.

Manufacturer narrative:
Investigation results: investigation of foreign matter was performed by inspecting all the returned units. No foreign matter was observed on the samples. It is possible that the referred foreign matter be the damage reported by the customer l(white tip). As no white tip was observed nor any other foreign material, the complaint of foreign matter can not be confirmed. The DHR for lot 4011193 was reviewed. Subassembly lot 3362800 material 7000pros23 was built on afa line 12 from 05jun2024 through 10jun2024. Final lot was packaged on pkg line 8 from 13jun2024 through 13jun2024 for a total quantity of (B)(4). No related quality issues or process deviations were found.

Event description:
No additional information.